Event description:
It was reported that the patient had no stimulation sensation. The patient further noted that 4 or 5 days prior to the call their stimulator quit working and now they are not feeling stimulation. They tried turning the stimulator off for one day and turning it back on but it did not resolve the issue. They have also increased the stimulation to as far as it will go and they are still not feeling stimulation. The last time the patient charged was around (B)(6) 2014 and the implantable neurostimulator (ins) level was at about at a 1/4 charge and they charged it up to 3/4 full and it was working just fine. The patient synced with the patient programmer and confirmed the stimulation was on and was set at 5.00v on program 1. No intervention or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger. Product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. (B)(4).

Event description:
Additionally the consumer reported when the device stopped working they were not feeling stimulation down their leg. They met with the representative and they "used their machine and hers" and got it to work.